Manufacturer narrative:
Follow-up # 1 ¿ (10/29/2014) the patient¿s meter has been returned on 10/14/2014 and evaluated by lifescan product analysis on 10/17/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 06/05/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch verioiq meter was in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 9:42pm the alleged issue first occurred. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 2 days later she felt symptoms of ¿extreme thirst, headache, sick to her stomach, and tired.¿ the patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca was not able to assist the patient to resolve the alleged issue with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test due to the alleged issue and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.